Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The tubing set was being used to deliver an unspecified solution on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the upper clave y-site of the primary tubing set for piggyback delivery of zosyn 3.375mg and the primary solution container was lowered. The pump was programmed to deliver at a rate of 100ml/hr and at 0800 the delivery was started. It was reported that ten minutes after the delivery was started, the nurse noted that the zosyn solution bag was empty and that the zosyn backflowed into the primary solution bag. The contents of the primary solution bag were delivered to the patient over a duration of 2 to 3 hours. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.